Event description:
Healthcare professional called from a healthcare facility alleging that their meter would not power on. They reported that no one had attempted to use this meter to test any of the pts. There was no evidence that there was an adverse event or serious injury caused by this meter. The customer service rep walked the healthcare professsional through checking that the batteries were good and that they were correctly installed. The meter was replaced due to an unresolved power issue.